Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: floating"), ovarian perforation ("punctured ovary at the time of placement"), device dislocation ("migration of essure device location of"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding/abnormal bleeding (vaginal menorrhegia )") in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, reflux esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker), seasonal allergy, d & c in 2002 and laparoscopy in 2006. She was nondrinker. Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, upper respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). On the same day, the patient experienced complication of device insertion ("punctured ovary at the time of placement"). In 2016, the patient experienced hormone level abnormal ("hormonal changes describe: imbalance,"), vertigo ("vertigo"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), tooth disorder ("dental problems"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), adnexa uteri pain ("lower abdomen (ovaries) pain(constant, severe)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery ((partial) hysterectomy, bilateral salpingectomy) and surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain was resolving, the uterine perforation, ovarian perforation, device dislocation, uterine haemorrhage, menorrhagia, hormone level abnormal, vertigo, vaginal haemorrhage, urinary tract infection, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, dyspareunia, weight increased, alopecia, complication of device insertion and complication of device removal outcome was unknown and the genital haemorrhage had resolved. The reporter considered adnexa uteri pain, alopecia, complication of device insertion, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage on (B)(6) 2014 and (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception until discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix,hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. -- medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Batch number:b53036 exp date:2016-07. Man date:(B)(6) 2013. Batch number:b71766 exp date:2016-09. Man date:(B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). On (B)(6) 2018: plaintiff fact sheet received, patient relevant information and event migration of essure device location of were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: floating"), ovarian perforation ("punctured ovary at the time of placement"), device dislocation ("migration of essure device location of"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding/abnormal bleeding (vaginal menorrhegia )") in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, reflux esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker), seasonal allergy, d & c in 2002 and laparoscopy in 2006. She was nondrinker. Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, upper respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and complication of device insertion ("punctured ovary at the time of placement"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vertigo ("hormonal changes: vertigo"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient experienced hormone level abnormal ("hormonal changes describe: imbalance,"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), adnexa uteri pain ("lower abdomen (ovaries) pain(constant, severe)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery ((partial) hysterectomy, bilateral salpingectomy) and surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain was resolving, the uterine perforation, ovarian perforation, device dislocation, uterine haemorrhage, menorrhagia, hormone level abnormal, vertigo, vaginal haemorrhage, urinary tract infection, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, dyspareunia, weight increased, alopecia, complication of device insertion, complication of device removal, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, complication of device insertion, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage. On (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception untii discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix,hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. -- medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Batch number:b53036 exp date:2016-07 man date:2013-07. Batch number:b71766 exp date:2016-09 man date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Following event : psychological or psychiatric problems condition: depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: floating'), ovarian perforation ('punctured ovary at the time of placement'), device dislocation ('migration of essure device location of') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2006, d & c in 2002, multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, reflux esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker) and seasonal allergy. She was nondrinker on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage on (B)(6) 2014 and (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception untii discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix,hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. -- medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, upper respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). In 2014, the patient experienced genital haemorrhage ("bleeding/abnormal bleeding (vaginal menorrhegia )"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and complication of device insertion ("punctured ovary at the time of placement"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vertigo ("hormonal changes: vertigo"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("lower abdomen (ovaries) pain(constant, severe)"), complication of device removal ("complications from essure removal procedure"), back pain ("back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery ((partial) hysterectomy, bilateral salpingectomy, bilateral salpingectomy, hysterectomy (partial) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, ovarian perforation, uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia and back pain had resolved, the device dislocation, hormone level abnormal, vertigo, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, complication of device insertion, complication of device removal, depression, anxiety and post procedural complication outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, alopecia, anxiety, back pain, complication of device insertion, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, post procedural complication, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Lot number: b53036 production date: 17-07-2013 expiration date : 31-07-2016. Lot number:b71766 production date: 12-09-2013 expiration date :30-09-2016. Batch number:b53036 exp date:2016-07 man date:2013-07. Batch number:b71766 exp date:2016-09 man date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of the events pertaining to pain, bleeding and urinary/bladder problems was changed to recovered./resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: floating"), ovarian perforation ("punctured ovary at the time of placement"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker), seasonal allergy, d & c in 2002 and laparoscopy in 2006. She was nondrinker. Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). . On the same day, the patient experienced complication of device insertion ("punctured ovary at the time of placement"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes describe: imbalance,"), vertigo ("vertigo"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced ovarian perforation, uterine haemorrhage, genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), abdominal pain lower ("lower abdomen (ovaries) pain(constant, severe)"), alopecia ("hair loss") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery ((partial) hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the uterine perforation, ovarian perforation, uterine haemorrhage, menorrhagia, hormone level abnormal, vertigo, vaginal haemorrhage, urinary tract infection, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, dyspareunia, weight increased, alopecia, complication of device insertion and complication of device removal outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage. On (B)(6) 2014 and (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception untii discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix,hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. -- medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: hormonal changes describe: imbalance, vertigo, abnormal bleeding (vaginal menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, migraines, headaches, migration of essure device location of device: floating, dental problems, dysmenorrhea (cramping, fatigue, perforation (uterus), dyspareunia (painful sexual intercourse), weight gain, lower abdomen (ovaries) pain(constant, severe), hair loss and bleeding, puunctured ovaries, complication at the time of placement, complication at the time of removal. Event added per mr: abnormal uerine bleeding. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. On 26-feb-2018: lab data added medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: floating'), ovarian perforation ('punctured ovary at the time of placement'), device dislocation ('migration of essure device location of') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2006, d & c in 2002, multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, reflux esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker) and seasonal allergy. She was nondrinker on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage on (B)(6) 2014 and (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception untii discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix, hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. Medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, upper respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). In 2014, the patient experienced genital haemorrhage ("bleeding/abnormal bleeding (vaginal menorrhegia )"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and complication of device insertion ("punctured ovary at the time of placement"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vertigo ("hormonal changes: vertigo"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("lower abdomen (ovaries) pain(constant, severe)"), complication of device removal ("complications from essure removal procedure"), back pain ("back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery ((partial) hysterectomy, bilateral salpingectomy, bilateral salpingectomy, hysterectomy (partial) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, ovarian perforation, genital haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and back pain had resolved, the device dislocation, uterine haemorrhage, hormone level abnormal, vertigo, vaginal haemorrhage, migraine, headache, tooth disorder, fatigue, dyspareunia, weight increased, alopecia, complication of device insertion, complication of device removal, depression, anxiety and post procedural complication outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, alopecia, anxiety, back pain, complication of device insertion, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, post procedural complication, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Lot number: b53036 production date: 17-07-2013, expiration date : 31-07-2016. Lot number:b71766, production date: 12-09-2013, expiration date: 30-09-2016. Batch number:b53036, exp date:2016-07, man date:2013-07. Batch number:b71766, exp date:2016-09, man date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: floating'), ovarian perforation ('punctured ovary at the time of placement'), device dislocation ('migration of essure device location of') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure (batch no. B71766, b53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2006, d & c in 2002, multi gravida, parity 2, sore throat, nasal congestion, nausea, ear pain, vertigo (benign paroxysmal positional vertigo both ears,), abnormal weight gain, constipation, depression, depression, reflux esophagitis, hot flashes, night sweats, bronchitis, sinusitis, allergic rhinitis, nonsmoker (alcohol frequency: nondrinker) and seasonal allergy. She was nondrinker on (B)(6) 2014 and (B)(6) 2016, head CT impression was small to moderate sized left pa let occipital subgaleal hematoma without underlying depressed calvarias fracture. No acute intracranial hemorrhage on (B)(6) 2014 and (B)(6) 2016, pelvic ultrasound findings included the uterus demonstrates a diff usably heterogeneous echotexture without focal lesion. The endometrial stripe measures approximately 6 mm in thickness. No pelvic free fluid. The ovaries are normal in appearance measuring 1.8 x 1.0 x 1.1 cm on the right and 0.9 x 1.5 x 1.3 cm on the left. Normal spectral waveforms and flow bilaterally. Impression: diffusely heterogeneous uteri ne echotexture, which could reflects underlying leiomyomas versus adenomyosis. On (B)(6) 2016, lumbar spine radiographs was mild to moderate degenerative disc changes of the thoracolumbar spi ne; no acute fracture or subluxation. On (B)(6) 2015, hysterosalpingography impression was bi lateral essure device positioning is adequate, tubal patency beyond bi lateral micro inserts was demonstrated as described above. Patient was made aware and was counseled to continue alternative contraception untii discussing with her provider. Focal contrast extravasation into the myometrium along the right fundus may represent an area of focal adenomyosis and almost immediate filling of the right fallopian tube beyond the essure device with spillage into the peritoneum. Initially there is no contrast material seen beyond the essure device on the left, however with continued filling there was a small amount of contrast material seen within the left fallopian tube beyond the essure device. On (B)(6) 2016, pathology report showed uterus and cervix,hysterectomy uterine cervix with focal acute and chronic inflammation uterine corpus secretory pattern endometrium. Adenomyosis. Medical device consistent with history of essure. 64 g uterus and cervix measuring 8x5x3.2. The exocervix os was ovoid and has a diameter of 1.5cm. The endocervical canal has a tan herringbone mucosa. The endometrial cavity with a tan / pink hemorrhagic endometrium measuring less than 0.1 myometrium measures 1.5cm in maximum thickness. There is a coiled metallic medical devices in place that has a length up to 10.3 cm when fully extended. On (B)(6) 2016, nucleic acid amplification test showed lbc cervical (without reflex hpv). Previously administered products included for birth control: ortho novum. Concurrent conditions included back pain, sinus infection, upper respiratory infection (this was accompanied by congestion and thick sputum and phlegm production. It was a little bit yellow.), latex allergy (critical), irregular menstrual cycle, adenomyosis and dyspareunia. Family history included postnasal drip, heart disease, unspecified (father), hypertension (mother) and diabetes mellitus (mother, father). In 2014, the patient experienced genital haemorrhage ("bleeding/abnormal bleeding (vaginal menorrhegia )"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and complication of device insertion ("punctured ovary at the time of placement"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vertigo ("hormonal changes: vertigo"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("lower abdomen (ovaries) pain(constant, severe)"), complication of device removal ("complications from essure removal procedure"), back pain ("back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery ((partial) hysterectomy, bilateral salpingectomy, bilateral salpingectomy, hysterectomy (partial) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, ovarian perforation, genital haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and back pain had resolved, the device dislocation, uterine haemorrhage, hormone level abnormal, vertigo, vaginal haemorrhage, migraine, headache, tooth disorder, fatigue, dyspareunia, weight increased, alopecia, complication of device insertion, complication of device removal, depression, anxiety and post procedural complication outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, alopecia, anxiety, back pain, complication of device insertion, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, post procedural complication, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: per mr, essure deployed without difficulty bilaterally, inspection of uterine cavity showed small uterine perforation at the uterine fundus which was not bleeding. Plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), dyspareunia. Batch number:b53036, exp date:2016-07, man date:2013-07. Batch number:b71766, exp date:2016-09, man date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: back pain, post removal complications added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("abnormal menstrual bleeding in the form of menorrhagia"). The patient was treated with surgery (removal of her essure device by hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 10 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 10 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.